Event description:
During quality review process, unomedical has captured this incident and deemed it reportable. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, it was reported that while the patient was sleeping, the infusion set's tubing came apart from where it was connecting. The site location was patient's abdomen and the pump was located on the right side. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.